Event description:
The doctor reported to pmt corp that "the patient had bilateral reconstruction with placement of pmt tissue expanders in july. The right tissue expander was deflated; the left remains intact. After removing the right tissue expander, the doctor added injectable 0.9% nacl to test its ability to remain inflated. A steady stream of saline came out through a small hole in the expander."

Manufacturer narrative:
Upon receipt of the return to pmt an investigation into the cause of the leak was conducted. The tissue expander was filled and placed under pressure to determine if there was a leak. A leak was discovered in the expander's shell, on the front left side. The area of the leak was placed under magnification for further investigation. While under magnification, a tear hold was identified. The characteristics of the leak identified appear to be caused by a sharp instrument, possibly during the initial procedure or by a post implantation filling needle missing the internal injection port.